Manufacturer narrative:
Insulin pump down arrow button did not respond due to flattened button dome switch. No frozen screen noted. Time advanced properly. Insulin pump was monitored and had no audio beep anomaly or noise anomaly during testing noted. Insulin pump had minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported by the customer that their insulin pump's display screen is frozen on the initiation screen. Customer states they changed the batteries in the device and the screen went blank a short time after. Customer stated they could not recall any significant events that lead to the alarm or if the device was dropped. During troubleshooting, customer was asked if the device show physical damage and customer stated it does not. Next, customer was asked if the battery compartment appeared damaged. Customer stated it does not. Afterwards, customer was advised to reinsert new batteries. Customer states screen did not return. Customer's blood glucose level was 350 mg/dl at time of reporting. Nothing further reported.